Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported during the patient's implant procedure on (B)(6) 2021, the lead was cut and damaged. In turn, a new lead was used to complete the procedure. Therapy was restored post operation.